Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The patient stated that when they sat down to dinner, their pump started making beeping sound with nothing on the screen. The patient reported that they took the battery out and put it back in and put a new battery in and it keeps beeping and the screen is black. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the product, a test battery cap was able to tighten securely with no vibration/power loss/or rebooting issues. A 24 hour test was executed with test cap and no rebooting/power loss issues. Using a test cap, the pump powers up normally and no vibration issues were found, unable to duplicate customer complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.